Manufacturer narrative:
Bioprosthetic tissue valves can deteriorate with time and eventually fail contributing to regurgitation and/or stenosis. Structural valve deterioration (svd) is the most common reason for bioprostheses explants/replacements and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. The root cause of this event cannot be conclusively determined with the available information. However, this event was most likely impacted by the progression of the patient¿s underlying valvular disease pathology with structural valve deterioration. The device history record (DHR) could not be reviewed, as the device serial number was not provided. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards reviewed the article, "treatment of aortic, mitral and tricuspid structural bioprosthetic valve deterioration using the valve-in-valve technique" by pablo codner et al. It was reported that a total of 33 consecutive patients with symptomatic structural bioprosthetic valve deterioration were treated using the valve-in-valve (viv) technique. In the authors¿ experience, the viv technique for the treatment of a wide range of bioprosthetic valve deterioration modes of failure in different valve positions is safe and very effective. Of the 33 patients, it was reported that this (B)(6)-year-old male patient (#22 aortic patient) with a ce porcine 25 mm valve, implanted approximately 16 years, underwent a viv procedure due to structural bioprosthetic valve deterioration. Pre-viv mean gradient was 16 mmhg and was 8 mmhg post-viv.